Event description:
The facility reported that the scissor broke as the surgeon was cutting the anterior capsule. There was no impact to the pt.

Manufacturer narrative:
Facility reported that they had discharged the device. No eval is possible.